Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, the coil unintentionally detached in the microcatheter. The physician then proceeded with the procedure while leaving the detached coil within the microcatheter. Another coil was then deployed resulting in the instability of the coil that was already inside the microcatheter. The coil then migrated to another vessel; however, the location of the coil was not a problem.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device implanted in patient.